Event description:
It was reported that a revision surgery was performed due to loosening, medial instability, and a broken implant at the femoral medial condyle of prosthesis.

Manufacturer narrative:
The associated devices were returned and evaluated. The articulating surface of the femoral component had wear scratches on the condyles. The insert had delamination wear on the articulating surface. The medial condyle is fractured along the distal vertex of the posterior chamfer. The fractured medial condyle had no signs of bone attachment indicating lack of bone support. Microscopic examination of the fracture surface revealed fatigue striation marks indicating that the fracture occurred in fatigue loading. The tibial base had bone cement attachments on the fixation surface and insert appeared locked in the baseplate. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. Root cause for this issue remains unknown. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.